Event description:
Additional information received clarified that the patient's antibiotic regiment was cipro 500 mg bid for 7 days which started (B)(6) 2011. The patient outcome as noted on (B)(6) 2011 was recovered without sequelae. If additional information is received, a follow up report will be sent.

Event description:
It was reported there was a fever and discomfort postoperative. It was noted there was a temperature of 100 degrees f and mild discomfort at incision. Interventions included a course of antibiotics. No further information was reported.

Manufacturer narrative:
Product ID, 3889-28 lot# v621113, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).